Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 1 unopened racepack. There are no previous complaints of this code/batch. The (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. We have test the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Linear pull tensile strength result of the sample received is 3(B)(4). This value is the usual one for this thread and size. Review the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not justified. Corrective/ preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). According to the physician, the thread broke when the pt was waking up, it did not break at the knot, but on the thread which supported the prosthesis for hernia.